Manufacturer narrative:
Concomitant medical device: addrl1 ipg implanted: (B)(6) 2009.

Event description:
It was reported that a right atrial (ra) lead warning was triggered approximately seven months ago for low impedance measurements. The ra lead also exhibited high thresholds. It was further noted that the patient was very symptomatic with testing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has a possible insulation breach.